Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev0541 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported several instances of the plastic retaining clip peeling away from the dressing portion of this particular batch of statlocks while in use. It was stated that the facility opened one from stock and the glue seemed unusually weak. It is unknown the number of devices used.